Event description:
The home care services representative alerted corporate product surveillance (cps) of the customer's complaint on (B)(6) 2012. On the same day, cps spoke with the home patient (hp). The hp stated that he had received a box of cassettes that was full of ants. He had used one cassette when he initially received the box, at which point he did not notice any ants inside. The following day when he went to use another cassette, the box was full of ants. They were in the box, inside of the overpouches of the cassettes, and inside of the cassettes. He did not use the rest of the cassettes and had placed the box outside. He did not notice any ants in his house, so he did not know where the ants came from. The patient's therapy had been going well otherwise, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was returned to baxter and underwent a visual examination. Sample evaluation noted loose particle (dead bug) on the outside of the box and on the inside and outside of the flow-wrap. A follow-up MDR will be submitted if any additional information is received.